Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and the patient experienced phrenic nerve stimulation with the higher outputs. The lead was capped and replaced. No further patient complications have been reported as a result of this event.